Manufacturer narrative:
Intuitive Surgical, Inc. (ISI) did not receive the da Vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that prior to the start of a da Vinci-assisted surgical procedure, the customer identified melting at the tip on the Maryland Bipolar Forceps instrument. The procedure was completing as planned with no reported injury.